Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) and a cartridge alarm 25 (removed cartridge alarm occurred. Reportedly, the contact did not know if the cartridge was removed during pumping. The user's blood glucose (bg) level was 419 mg/dl and the user addressed bg level with a bolus. Reportedly, the user reverted to manual injections. However, user changed the supplies successfully.